Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with high impedance and high capture thresholds. X-ray revealed clavicular crush. The lead was laser removed. The patient was stable post-procedure.